Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv); arv: 20ml, erv: 5ml. Event logs, current and past programming were noted as correct. The patient was reaching efficacy (65%) pain relief and was on no other form of pain medication. Healthcare provider confirmed that there was only 20ml of drug placed in the reservoir at implant and this was the first refill post implant. Drug delivered via the device was morphine 10mg/ml.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted on (B)(6) 2011, explanted: unk.